Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during on-site visit. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs were not provided. Issues with delivery of set volumes can be noticed by activation of several clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. According to communication with our fse the ventilator itself was not faulty and the alarm was most likely caused by a leakage in the breathing circuit.

Event description:
Manufacturer ref#: (B)(4).